Manufacturer narrative:
The returned inserter was evaluated. The alignment block was found disassembled from the device because the weld holding the alignment block in place fractured. The root cause is unable to be determined since there is no information available regarding how the inserter was being used/handled at the time the alignment block detached. A review of the manufacturing records did not detect any issues which may have contributed to this event.

Event description:
A screw inserter was returned from a distributor without prior notification of the device allegation. Evaluation upon receipt by zimmer biomet spine personnel found that the alignment block has detached form the tip of the inserter. No information is available from the distributor.